Manufacturer narrative:
The product was not re-sterilized. The product was prepped properly according to the instructions for use (IFU). There was no reported difficulty flushing the device. There was no available patient or target lesion information available. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14057004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance record pths #(B)(4) was generated for an out of control point for hub damaged defect; refer to the nonconformance section for detail, the lot was liberated and the pths was closed. Subassembly DHR review. Proximal shaft subassembly (B)(4) lot(s) 0108080221, 0108080375 and 0108080377 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.

Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention, the luer hub of the cypher select plus 3.5 x 13 mm stent was noted to be cracked while flushing the device. The product was not clinically used in the patient. There was no reported patient injury. The patient was successfully treated using another cypher stent. No additional information was available.